Event description:
Information was received from a consumer and an health care provider regarding a patient who was receiving 25 mg/ml hydromorphone at 0.151 mg/day and 21.7 mg/ml bupivacaine at 0.131 mg/day as of (B)(6) 2016 via a pump implanted to treat non-malignant pain and degenerative disc disease. It was reported that in (B)(6) 2016, the patient's pump battery quit before it was supposed to. The patient got very sick and she thought she was going to die when she was detoxed due to the pump stopping. The pump's event logs from (B)(6) 2016 were examined. The logs indicated that there were actually 21 months until the battery's elective replacement indicator triggered. However, on (B)(6) 2016, a reset and a reset due to low battery occurred. The pump mode updated to safe state. On (B)(6) 2016, it was reported the patient was unable to get in to have the pump replaced until the next month. No other actions or interventions were taken. The patient was going to follow up with the managing health care provider. It was reported that the cause of the "premature battery depletion" was a recall. The issue was not yet resolved.

Event description:
Additional information was received from a healthcare provider regarding a patient with an implantable infusion pump. In (B)(6) 2016 the patient had an MRI. It was stated the MRI was related to the pump. The pump was not working so the patient was to have it replaced with a stimulator. The patient had experienced increased pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.